Event description:
It was reported that there were reverse flow issues with a novum iq large volume pump (lvp). The report alleged 2 events of reverse flow and blood backing into the set. The first event occurred during a heparin infusion (running at 11ml / hour). When the nurse paused the infusion for titration and then restarted the pump, the patient's blood backed into the set. The second event occurred during a propofol and dexmedetomidine infusion (propofol was connected to a central line and dexmedetomidine was connected to a y site). When dexmedetomidine was stopped, the patient's blood started backing into the dexmedetomidine line. This central line also had a needle-less connector with negative pressure (not one link). There was no report of hospitalization, treatment, or patient outcome. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.